Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increased pacing thresholds along with lv inhibition. Impedance and sensing were stable. The lv sensing configuration was set to lv tip to ring. Boston scientific technical services (ts) had the field representative tried lv tip to right ventricular (rv) coil and was still having lv inhibition. Ts discussed of getting a chest x-ray to verify lv lead placement as the lead could be pulled back into the atrium. Additional information indicated that no xray was performed however analysis with the programmer showed that the lead was dislodged. This lv lead was repositioned and remains in-service. No adverse patient effects were reported.